Manufacturer narrative:
The investigation for the console (aic) controller failure-yellow alarm has been completed. Data logs were reviewed which showed that the console displayed 'controller error (loss of comm (pbm1)) ¿ alarm' (event #1023), which was resolved automatically in 30 seconds (imc_logs_ic4008.pdf). This confirms the reported failure mode. Support was then continued for an additional 26 minutes. The console was returned for evaluation. The controller error could not be reproduced by wiggling the data cable between the pbm and the 4-in-1. No signs of corrosion were found on either side of the pbm. All cables were appropriately connected found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). The root cause of the controller error was not determined due to the inability to reproduce the reported failure mode. Added h6 impact code 4629.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller error alarm which self-resolved. The aic was exchanged. There was no harm to the patient.